Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of thread damage. A complaint database search on the provided product code identified similar complaints which were attributed to misuse and or product wear out. The root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The threads are bent and will not allow the cup to thread on.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.